Manufacturer narrative:
Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 001422121 which corresponds to final packaged lot 01422121. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the available information and without the return of the devices for analysis, no conclusion can be made regarding possible factors contributing to the reported inability to recapture the enterprise vrd in the prowler select microcatheter. Therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2010-00225 and 1058196-2010-00226.

Event description:
During a stent assisted coil embolization of an unruptured 7mm posterior communicating (p-com) artery aneurysm, the 22mm enterprise could not be recaptured for repositioning. The device seemed locked up in the prowler select plus (606s255x) microcatheter. The prowler and enterprise were removed and another enterprise and microcatheter were used to successfully complete the procedure with no changes in the patient's condition. While deploying about 50 percent of the enterprise across the 5mm neck of the aneurysm it was noted that the vrd was not exactly where the physician wanted it; therefore an attempt was made to recover the vrd. An attempt was made to advance the microcatheter or the stent; but it was unable to be recaptured and it seemed to be locked up in the microcatheter. This was the first attempt to recapture. After a couple of attempts to free it, and making sure that there was a continuous flush, the decision was made to pull out the whole device. After removal, it looked like the distal wire was "pinched" in the distal stent tines. Requested films pertaining to the recapture difficulty have not been received. It was reported that both the enterprise system and prowler microcatheter were discarded and therefore not available for analysis.